Manufacturer narrative:
The product is not available for analysis. It is not possible to determine the cause of the failure without performing a quality investigation. The serial number for the device was not provided. It is not possible to determine the manufacture date of the device without the serial number.

Event description:
The stryker sagittal saw was called in because it registered overheating on the core console during a procedure. No adverse event was associated with the device, the procedure was completed with another device.